Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. Returned were the filter, inside a recovery cone, the introducer sheath, y-body and the dilator. The introducer sheath appeared to have a slight bend between the marker bands. It appeared that the filter was stopped just proximal of the distal marker. There appeared to have been some twisting during the delivery of the filter. The filter was in tact, with all arms, legs and hooks present. All measurements taken of the sheath and filter demonstrated that the components were within specification. The result of the investigation was confirmed for failure to deploy, as the introducer sheath indicates twisting occurred during the delivery attempt. The root cause for the event is unknown. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the arms of the device deployed, but the legs were stuck in the spline and would not deploy. The device had to be removed via the jugular vein, using a retrieval device. There was no reported injury to the patient.